Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. On (B)(6) 2006, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient developed peritonitis, manifested by cloudy effluent. On the same day, the patient was hospitalized for the event. On (B)(6) 2010, prior to antibiotic therapy, a peritoneal effluent analysis and culture were performed. The culture result showed "no growth". On an unreported date, the patient was treated with (unspecified) antibiotics. The event of peritonitis was ongoing and improved. Pd therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was unrelated to pd therapy. The root cause of the peritonitis was due to a relapse.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.